Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the sample found bent guidewire and cannula backup tabs. Functional evaluation resulted in one broken fastener and one unsuccessful deployment. Broken fasteners deploying and fixation issues are a known result of bent wires and damaged backup tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent components and issue that presented are due to forces applied during use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2021, while fixating an unspecified mesh using a bard/davol optifix straight fixation device, the fasteners did not fixate to the mesh and the wall. As reported, the surgeon used another device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ if/when the sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2021, while fixating an unspecified mesh using a bard/davol optifix straight fixation device, the fasteners did not fixate to the mesh and the wall. As reported, the surgeon used another device to complete the procedure. There was no reported patient injury.